Event description:
Pentax medical was made aware of an event which occurred in the (B)(6) region involving pentax loaner video scope ec-3890li. In the event reported, it was stated that there was no video image. The anomaly was detected in the procedure room during use and there was no adverse event, delay or medical intervention reported with this complaint. The loaner device was returned to pentax medical service facility on service order (B)(4) and is currently pending inspection. On 26-aug-2021, a device history record (DHR) review for model ec-3890li, serial number (B)(4) was performed and the DHR review confirmed the endoscope was manufactured on 10mar2014 under normal conditions, passed all required inspections, and was released accordingly. Also, there were no reworks or concessions and the dates of approval for shipment and actual date shipped were confirmed. No other information provided.

Manufacturer narrative:
(B)(4). If additional information becomes available, a supplemental report will be filed with the new information.

Manufacturer narrative:
Correction information: g6: follow up #1. H2:if follow-up, what type? H3:device evaluated by manufacture. H6: coding changed based on the investigation result . Evaluation summary: the cause is that the cable breaks due to repeated use. The device has been repaired.